Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, after an unspecified period of time when an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to plaintiff including, but not limited to tilt, migration, filter embedded in wall of the ivc, unsuccessful removal attempt, and filter unable to be retrieved. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter tilt, migration and retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation and attempted retrieval dates are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt and migration remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief plaintiff in (B)(6), after an unspecified period of time when an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to plaintiff including, but not limited to filter embedded in wall of the ivc and unable to be retrieved, and recurrent dvts.